Manufacturer narrative:
(B)(4). The device in question was rec'd by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that the door on a device does not fully latch. It was also reported that there was no pt injury.